Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having blood at site and in tubing. Customer's blood glucose was 600 mg/dl. Customer was not giving enough information for troubleshooting. Infusion set would be replaced.